Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating that safety valve is detected as open without fulfilled opening conditions. Identification of issue has been done by analyzing problem description and device¿s logs. There was no patient harm. According to the information provided by the technician, the expiratory channel board was checked and reinserted. The device passed all performance tests and could be returned to clinical use. The expiratory channel board contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Defective expiratory channel printed circuit board may lead to stop of ventilation. The device logs confirm occurrence of the technical error. Additionally the review of the logs shown occurrence of other errors, which could be consequence of expiratory channel malfunction. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating that safety valve is detected as open without fulfilled opening conditions. There was no patient harm. Manufacturer's ref. #: (B)(4).